Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of a button error from the insulin pump. The customer took the batteries and cap off, and all the buttons were sensitive. The customer's blood glucose reading was normal, did not require medical treatment. No further details were given.